Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2018, the patient's infusion set's tubing had detached on the inside where the tubing uncoils, while the patient was unwinding the infusion set before insertion. Reportedly, the patient had high blood glucose levels. The infusion was not being put on yet and the pump was not being worn at that time. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation performed on the returned used device (1 set), it was found that the glue in the tubing connector was missing, also a drop of glue on tubing connector was found. No further information available.